Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and operated as intended throughout the evaluation.

Event description:
It was reported that a patient underwent a robotic supracervical hysterectomy on (B)(6) 2011. During the procedure, the device immediately would not cut. The blade would spin, but could not cut the tissue. The blade appeared to be dull out of the packaging. A second device was used to complete the procedure with no adverse patient consequences.